Event description:
The manufacturer received information alleging a patient expired while using a ventilator. There is no allegation against the ventilator. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2019 at 10:42:38 utc time, a high priority low minute ventilation alarm began sounding. This alarm had a duration of 11,981 seconds (approximately 3.3 hours). This alarm was followed by a high priority low exhaled tidal volume alarm at 10:42:50 utc time with a duration of 11,868 seconds; high priority apnea alarm with a duration of 11,845 seconds; high priority high peak inspiratory pressure alarm with a duration of 11,979 seconds. None of the alarms were acknowledged as evidenced by no alarm silence/reset keypresses. The alarms sounded until the device was manually powered off at 14:02:26 utc time. There was no further activity with the device until (B)(6) 2019. Based on test results and review of the downloaded event logs, the manufacturer concludes the ventilator operated and alarmed as designed.